Manufacturer narrative:
The lot number was confirmed not to be a corresponding lot number for the reported stock code . One used sample was returned. No product packaging was received. The product did not contain a lot number for identification. The device was evaluated and the failure was confirmed. A root cause was not identified. All information reasonably known as of 22-apr-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nasogastric tube tip broke off and was aspirated by the canine patient. The incident was noted on removal, after inserting 3cm to 4cm of the device and meeting resistance. The tip was removed via bronchoscopy after it was aspirated. The patient was euthanized due to other medical conditions thought not to be related to this incident.